Event description:
It was reported to resmed that an astral device was inoperable and alarmed with a blank display. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Main circuit board required replacement to address the issue. Device was returned to customer unrepaired due to customer declined service. Resmed reference#: pr (B)(4).